Event description:
A caller reported an error with their continuous glucose monitor, specifically a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with a pump reset, after which the cgm error did not reoccur. The caller successfully started a new sensor session.